Manufacturer narrative:
Routine troubleshooting with beckman coulter customer technical support appeared to resolve the issue and service was not initiated. The customer confirmed a leak at reagent probe a due to a loose fitting; the customer tightened the fitting to resolve the issue. (B)(4).

Event description:
Beckman coulter (bec) technical support contacted a customer because of "cartridge chemistry cuvette not dry before first reagent dispense" error messages generated on a unicel dxc 600i synchron access clinical system and observed in the remote management system (rms) by technical support. Upon troubleshooting the issue with the assistance of technical support, the customer observed a leak where the reagent probe tubing connects to the top of reagent probe a. When asked during the troubleshooting if erroneous results were generated, the customer stated that an erroneously low glucose for one (1) patient was generated but not reported out of the laboratory. The operator wore personal protective equipment consisting of gloves, eye wear and a lab coat while operating the instrument. There was no report of operator injury or adverse effect as a result of this event. There was no change or effect to patient treatment in connection with this event. Quality control (qc) was within the laboratory's established ranges prior to the occurrence of the issue.